Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 'the midlines are leaking at the site". Inserted (B)(6) 2020; removed (B)(6) 2020; lot number redx1465; trim 101; access attempts 1; left basilic vein diameter 0.58.